Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected the system was not in clinical use when the issue was identified. Philips fse inspected the site and confirmed the reported issue. Upon troubleshooting, fse found that the system is not booting up and found host pc is powered up and not booting. To resolve the problem, fse replaced host pc. After host pc was replaced, the system was confirmed to be operating normally. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's host computer was unable to boot, preventing a full system boot. No harm was reported to philips. Philips has started an investigation of this complaint.